Manufacturer narrative:
Due to the nature of the allegation, no analysis will be performed.

Event description:
Boston scientific crm received information that this right ventricular lead was explanted due to dislodgement. No adverse patient effects were noted.